Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00052. It was reported the patient was not receiving effective therapy relief due to lead migration. Surgical intervention was undertaken to address this matter. The physician attempted to reposition the devices but was unsuccessful in doing so. Consequently, the patient's leads were explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).